Event description:
It was reported that the device was nearing elective replacement indicator sooner than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The device was pre/approaching elective replacement indicator. The weekly battery voltage trend data in save to disk file (B)(4) shows minimum battery voltage equal to 2.93 to 2.65 volts between (B)(6) 2012. Device recommended replacement time is less than or equal to 2.62 volts.